Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in the tube with the incident lot was observed.

Event description:
Bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube contained fm. This was noticed before use and no injury or medical intervention was reported.